Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid serial number or lot number for test strips has not been provided. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that the product continues to be safe, effective, and perform as intended in the field. Stability data was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified reading issue with the freestyle libre reader. The customer reported he became hypoglycemic, almost fainted, and required treatment from a third-party. However, the customer refused to continue troubleshooting or provide further details. There was no report of death or permanent injury associated with this event.